Event description:
Complainant alleged that while monitoring a pt (age & gender unknown) the device's screen blanked out. Half of the screen came back and the device detected a ventricular tachycardia heart rhythm. The device was charged to 200 joules in an attempt to convert the pt's heart rhythm, however the device failed to discharge. The clinician requested a second defibrillator to continue treating the pt, however, the pt's heart rhythm converted on its own. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.